Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet did not display cgm glucose and showed ¿enter bg or connect cgm¿ after a dexcom g6 sensor change, which was attributed to the user not entering the new sensor code on the ilet before pairing, resulting in a pairing failure limited to the ilet while the dexcom mobile app showed 279 mg/dl. Symptoms included hyperglycemia. Outcomes included elevated glucose outside target from approximately 1:20 a.m. Without the need for medical intervention, ketone testing, or backup therapy. Investigation included remote troubleshooting and user education. Investigation of this case revealed successful restoration of cgm data on the ilet after toggling cgm settings from g7 to g6 and confirming the correct transmitter, along with guidance to enter the sensor code on the ilet first to ensure connection. It was concluded that the event was consistent with use error related to sensor code entry and pairing sequence, with device function restored after corrective steps.